Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 565 mg/dl. The customer experienced different blood glucose levels of 449 mg/dl, 250 mg/dl and 124 mg/dl. The customer was treated with bolus for high blood glucose. Customer had been using insulin pump within 48 hours of reported high blood glucose event. Customer did allege that the insulin pump was under delivering. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.